Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the electrogram pre-storage data was missing/invalid.

Event description:
It was reported that a remote transmission showed an episode as "data is invalid and cannot be viewed". Technical review of the episode showed the stored episode without electrogram waveforms. The device remains in use. No patient complications have been reported as a result of this event.